Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 417 mg/dl. The customer was treated with manual insulin injection at doctor¿s office and was on back up plan now and disconnected. The customer had symptoms such as nausea and diabetic ketoacidosis. It was reported that the blood glucose was high. The customer was advised if unable to change infusion set following test they will need to call back to perform test when another set is available. The reservoir will not be returned for analysis.